Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. There was no reported patient impact and the procedure was completed the same day with a backup lens. Additional information was requested.

Manufacturer narrative:
This event was found upon opening, therefore this is no longer considered a reportable malfunction. No further information will be submitted for this report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the defective lens was found upon opening.